Manufacturer narrative:
On (B)(4) 2016, the field service engineer (fse) did not observe a leak. The probe wipe block was binding on the manual probe. The fse adjusted the probe wipe block. The instrument passed verification without leaking or errors. No control issues were observed. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of a few drops from the manual probe inside the coulter lh500 hematology analyzer while running controls. There was a probe wipe error at the time of the event and controls were low in manual mode. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.